Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review, and they captured intermittent backup battery (ebb) faults on 03jun2025. The ebb fault was due to the ebb failing the load test. Otherwise, the log files captured routine events, there were no notable alarm conditions or parameter changes. A self test was attempted 4 times, and this did not clear the alarm. Because this would have been the third ebb exchange, the system controller was exchanged with a new ebb. A self test was performed and passed. The modular cable was also exchanged due to having a large tear. The tear was superficial and did not affect pump function.

Manufacturer narrative:
Section d9 correction. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed intermittently on (B)(6) 2025 from 18:52:37 to the end of the log file at 21:24:48. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The system controller was exchanged on (B)(6) 2025 in response to the backup battery fault alarm. The pump maintained a speed within the expected range throughout the log files. No other notable events were observed in the log files reviewed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Additional information indicates four self-tests were performed and did not clear the alarm, the system controller was changed with a new back up battery, and the new system controller passed the self-test. A root cause for the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 22oct2024. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and replace system controller alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. It was also noted during investigation that fuse a (f6) was damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.